Event description:
The ge oec 9600 fluoroscopy system displayed ma on in error message.

Manufacturer narrative:
A ge oec service representative investigated the issue and this error is repaired by re-loading the calibration files to the filament regulator pcb. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.